Event description:
Reporter indicated explant of the vns therapy system was planned for (B)(6) 2012, due to the vns being programmed off for several years and pain at the lead site. The vns had been permanently programmed off on (B)(6) 2008, due to high lead impedance that occurred in approximately 2006. The patient later had vns explant surgery performed on (B)(6) 2012, and the explanted lead and generator were discarded by the hospital after the surgery. Attempts for further information regarding the pain at the lead site are in progress.

Event description:
Manufacturer review of vns programming history for the patient confirmed high lead impedance was obtained at the (B)(6) 2006, generator replacement surgery. The vns was permanently disabled on (B)(6) 2008.

Event description:
Manufacturer follow up with the surgeon revealed the patient was last seen on (B)(6) 2012, for follow up and was recovering well from the vns explant surgery. There is no mention of any pain at the vns lead site in any of the clinic notes prior to the (B)(6) 2012. The vns was explanted at the request of the patient. There was no known trauma.

Manufacturer narrative:
Relevant tests, corrected data: confirmation of vns diagnostics data and the vns programmed off date were inadvertently omitted from follow-up report #2. Analysis of programming history.

Event description:
Implant card rec'd indicated that generator was replaced. The reason for replacement was not indicated. F/u revealed that the generator was replaced prophylactically due to increased seizures. No pre-operative diagnostics were performed by the surgeon. The surgeon indicated that intra-operative diagnostic testing with the new generator resulted in high impedance. Pin re-insertion did not resolve the high impedance. The lead was not replaced because the pt was not consented for a lead revision. The pt was closed with the high impedance event unresolved. The pt has refused further surgical intervention. Lead break is suspected

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.